Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via (B)(6) clinical study regarding a patient who was receiving morphine sulfate with concentration 1.0 mg/ml at a dose rate of 0.1372 mg/day via an implantable pump as of (B)(6) 2015 for non-malignant pain. It was reported that as per the patient on (B)(6) 2015 they experienced sedation, dizziness, and feeling shaky. The clinical diagnosis was that the patient was overmedicated. The programming date from the most recent refill prior to the event was (B)(6) 2015. Intervention taken included pump reprogramming; the dose was decreased 20% on (B)(6) 2015. As of (B)(6) 2015 the pump administered morphine with concentration 1.0 mg/ml at a dose rate of 0.1096 mg/day. Regarding physician activated dosing (maximum activation per day was 4), the total maximum daily dose rate of morphine was 0.1225 mg/day as of (B)(6) 2015. The patient denied side effects on (B)(6) 2015. The event resolved without sequelae as of (B)(6) 2015. The event was noted as having been possibly related to the device or therapy. It was further noted that the event was possibly related to the intrathecal medication morphine sulfate; the drug action that caused the event was a dose increase. The event was not related to the implant procedure. If additional information is received, a follow-up report will be submitted.